Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone (5 mg/ml at 0.7632 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient was not feeling well right after a refill on (B)(6) 2021. There did not appear to be any collection of fluid that would indicate a pocket fill. The hcp wanted to know how long the medication in the reservoir would take to reach the patient. Technical services reviewed numbers based on the low and high end of the catheter, and provided a range of 79 to 94 hours. Further complications were not reported. Additional information was received. Shortly after leaving the clinic the patient felt unwell and had returned home. The patient was taken by ambulance to the hospital where the paramedics gave them naloxone. The managing physician went to the hospital and did an ultrasound to confirm there wasn't excess fluid at the pump refill site. The representative went to interrogate the pump to make sure it had the appropriate infusion rate. It was decided to continue the patient on intrathecal therapy. The patient was later discharged and their status was alive - no injury. The issue was resolved. It was indicated there was a potential pump pocket fill; potentially when the needle was being removed there may have been drug that went into the subcutaneous tissue. Surgical intervention did not occur nor was planned. Additional information was received. The physician thought perhaps 1 to 2 cc of medication was left at the pocket site when removing the needle, but nothing was seen via ultrasound. It was a few hours later so it may have been absorbed. It was indicated the medication and infusion settings were not changed at the refill, so there was no other explanation for why the patient felt unwell and had some respiratory depression.